Event description:
It was reported that the pump wake button was flashing red every 30 seconds for the last two weeks, even while the pump was switched on and charging. There was no reported adverse impact to the customer¿s blood glucose level. The issue was escalated to a technician, but multiple follow-up attempts were unsuccessful, and no additional outcome information was received.